Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and failure analysis investigations was able to confirm and replicate the reported issue. The usm was tested on an in-house system in normal mode and triggered error 32056 upon start up. Unit was also tested on the test platform and failed agc current and error logs show 32056, 48100, and 1123, which points to the pitch search light. As a fix, the pitch search light and flat flex cable (ffc) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed they were able to reproduce the reported issue. Fse replaced the universal surgical manipulator (usm) and resolved the issue. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: a psm/usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system was experiencing issues with arm 3. Customer stated that they tried some troubleshooting, but they had to disable arm 3. Technical support engineer (tse) reviewed system logs and confirmed error codes 48100, 1123, 32056, and 2300 on universal surgical manipulator (usm) 3. The surgeon proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.